Event description:
On (B)(6) 2012, the surgeon performed a left side ifuse si joint arthrodesis on the patient placing three implants. The patient complained of pain in his lateral three toes on his left foot and pain in the left buttock and hip area after the surgery. The implant placement looks good on x-rays.

Manufacturer narrative:
This event was reclassified as reportable after a complaint records review on (B)(6) 2014 and was not reported previously. Based on the information provided, review of the surgical technique guide, IFU and fmea, the most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates and expiration dates for ifuse implants: ifuse implant, p/n 7040-90, lot# 8028003323003, manufactured 03/14/12, expires 2015-05. Ifuse implant, p/n 7045-90, lot# 8047003363008, manufactured 04/21/12, expires 2015-07. Ifuse implant, p/n 7050-90, lot# 8047003363009, manufactured 04/24/12, expires 2015-07.